Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not being returned.

Event description:
Sales rep. Called and informed that the customer has two devices (p/n's 82-6631 & 82-6653) that are defective. No other details at this time. Sales rep. Will visit the customer this friday ((B)(6) 2014), and will obtain more details. Please send two warranty replacements to the sales rep. 11/24/2014 - sales rep. Called and informed that both devices were implanted in one patient and then removed. Both devices are with the sales rep. And he will return them to codman for evaluation.